Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse performed various functional tests and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clincial use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The flexvision pc has been returned for analysis and investigation could not confirm any failure in the flexvision pc. The codes were updated based on the investigation outcome.